Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq2458 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer the y-site hub on the powerloc ez huber cracked. The patient's port was accessed on 11/16 without any issues and then found to be leaking from the cracked y-site on 11/17. Port was de-accessed. No other information was provided.

Event description:
It was reported by the customer the y-site hub on the powerloc ez huber cracked. The patient's port was accessed on 11/16 without any issues and then found to be leaking from the cracked y-site on 11/17. Port was de-accessed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.